Event description:
The customer reported getting a "press pads firmly" message and the device failed to discharge during a pt event. The involved pt died.

Manufacturer narrative:
Pr #: (B)(4). The customer reported getting a "press pads firmly" message and the device failed to discharge during a pt event. The involved pt died. The device passed op check immediately following the pt event. The device and involved accessories were sent to the philips bench for evaluation. The device and accessories all passed testing. Review of the electronic event summary shows "shock aborted" messages consistent with the pt impedance being out of range for the delivery of therapy. The device autodisarms in order not to deliver energy under this condition. The mrx IFU describes "no shock delivered" messaging and ways to troubleshoot for this message. After passing all testing the device was returned to the customer. The device was behaving as designed. The impedance range during this event was out of range for the delivery of therapy and the shock was aborted. There was no device malfunction.